Event description:
It was reported following 2 percutaneous procedures 3 days apart, angio-seals were used for the bilateral groin punctures. Three weeks later, the pt was admitted through the ER with a cold foot. The physician called to ask for restick info. The procedures were performed at another hospital. Attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.